Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was significantly more air removed from the cartridge while the customer was performing the air removal step during the loading process. The customer did not observe any damage to the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully.